Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a rash with a bruise. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to let the area air dry prior to placing the lifevest back on for the skin irritation. Follow up indicated that the skin irritation improved.